Event description:
The customer contact reported that the patient possibly received air while the device was in use. The tubing set was being used to deliver an unspecified volume of 10% dextrose at an unspecified rate. Additionally, the patient was receiving an unspecified solution via a syringe pump that was connected at an unspecified location to the primary tubing set. It was reported that during the patient's birth and "resuscitation" there was an episode of "possible posturing." Upon admission to the nicu, the patient had a normal neurologic exam. At "2 hours of life," the nurse reported that just after administering ampicillin and flushing the peripheral IV located in the patient's right hand, the patient was noted to be pale and cyanotic with "large purplish blue blotchy patterned skin." The patient was also having bilateral upper and lower extremity tonic seizures. The patient's right arm was white from the shoulder to the fingertips with a clear demarcation line at the shoulder; however, the arm remained warm to touch with palpable pulses. The patient's heart rate was 120bpm and an oxygen saturation in the 70's. The patient was treated with phenobarbital 20mg/kg ivp followed by a bolus of normal saline 15ml/kg at an unspecified rate and the oxygen flow was increased. On an unspecified date, the patient was discharged home "with a 2cm infarct in the right frontal area." There were no reports that air was noted in the tubing set. Though requested, no additional information was provided.